Event description:
It was reported that the patient experienced communication difficulty between their spinal cord stimulation (scs) remote control and implantable pulse generator (ipg). The physician assessed that the ipg had been implanted with the label facing the skin. Analysis of the patients database revealed that the ipg was working as expected. The communication difficulty between the remote control and ipg was unable to be determined by the database analysis. The patient underwent an ipg revision procedure where the ipg was explanted and replaced. The patient is doing well post-operatively.

Manufacturer narrative:
The returned wavewriter alpha prime 16 was analyzed, passed all tests performed, and exhibited normal device characteristics. The reported event was not confirmed, and no problem was detected.

Event description:
It was reported that the patient experienced communication difficulty between their spinal cord stimulation (scs) remote control and implantable pulse generator (ipg). The physician assessed that the ipg had been implanted with the label facing the skin. The patient underwent an ipg revision procedure where the ipg was explanted and replaced. The patient is doing well post-operatively.